Event description:
Ous MDR - after an implantation period of about 4 months, it was reported that the patient received 5 shocks. During the follow up on 10. (B)(6) 2013, the ICD could not be interrogated. A possible lead fracture of the ventricular lead (mdt sprint fidelis) was observed via era 300 during the revision procedure, which was confirmed by xray. Apart from the shocks, no further adverse patient side effects have been reported.